Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during the load process. Reportedly, the fill estimate was inaccurate. The reported issue did not impact the user's blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available.